Manufacturer narrative:
Concomitant products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A heath care professional via a manufacturer representative reported a suspected lead fracture, which occurred during normal use. A consumer contacted the hcp because the consumer was not feeling stimulation. The consumer did not have pain for a while; however, it started to hurt and the consumer met with the hcp. An x-ray did not reveal a lead fracture; however, an impedance check found measurements in excess of 40,000 ohms and a lead fracture was estimated. A surgery to replace the lead would be scheduled sometime after (B)(6) 2016. The consumer had not had particularly unusual movements. It was noted that the issue was not resolved at the time of the report and resulted in recurrent pain. The consumer's underlying disease was noted as fbss.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the manufacturer representative reported on (B)(6) 2016 a lead fracture was confirmed via multi-lead cable connection measurement and the implantable neurostimulator (ins) was removed. On (B)(6) 2016 the fractured lead was removed. A surgical trial was performed by using a new lead. Primary implantation was considered; however, it was decided to perform trial stimulation first because the lead could not be placed in exactly the same position. On (B)(6) 2016 a new ins was implanted. Since the replacement, the consumer had not experienced pain. Both the exchanged ins and lead were discarded at the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.